Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Pump error due to connector resistance issue. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a pump error detected alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump left button works intermittently. No significant events leading to keypad anomaly were observed. Customer's parent also reported that the insulin pump had a power error detected alarm and it would turn blank. Troubleshooting was performed and completed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.